Event description:
The biomedical engineer reported that the while monitoring patients, they tried to install a piece of equipment on the central nurse's station (cns) and found that it did not work.

Manufacturer narrative:
Details of complaint: on (B)(6)2019 customer stated cns device will not boot. User had performed an improper shutdown after attempting to plug in a non-compatible device causing cns to freeze. Nk tech support assisted customer in swapping raid hard drives to enable raid rebuilding. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: the improper shutdown cause corruption of the hard drive, preventing device from booting up. This required raid rebuilding to recover from the hard drive error. Device was put into service from (B)(6)2016. Service history shows this is an isolated incident. The root cause of the boot up issue was due to user improperly shutdown the device, causing hard drive error. D11 & c2: concomitant medical products: the following field contains no information (ni), as attempts to obtain information were made, but not provided:

Manufacturer narrative:
The biomedical engineer reported that the while monitoring patients, they tried to install a piece of equipment on the central nurse's station (cns) and found that it did not work. They then attached a random monitor that may not have been compatible with the cns. Plugging in a monitor that may not be nk compatible might have tried to load foreign drivers thereby freezing the interface. After it froze, the improper shutdown is what led to the hard drive corruption. There was an interruption in monitoring of two telemetry transmitter patients on this monitor. The monitoring was down for less than an hour. Nk technical support found that 1 of the 2 hard drives had failed. They rebuilt raid on the drives. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer reported that the while monitoring patients, they tried to install a piece of equipment on the central nurse's station (cns) and found that it did not work.